Event description:
On (B)(6) 2008, customer reported erroneous differential results were obtained when using a coulter lh 780 hematology analyzer. On (B)(6) 2008, the analyzer did not generate instrument flags for the presence of blast cells for two patient samples. The manual differential results identified the presence of blast cells. During the investigation of the malfunction that occurred on (B)(6) 2008, it was discovered that one of the two patients had a previous sample (date of testing is unknown) that also had differential results with no instrument generated blast flagging. There was no manual differential performed for this sample. It is unknown if erroneous results were reported out of the laboratory. No reports of death or serious injury, and no reports of effect to patient treatment as a result of this event. This event represents event 2 of 2 events reported by this customer.

Manufacturer narrative:
It is unknown if the coulter lh 780 hematology analyzer was performing within qs specifications at the time of this malfunction. On (B)(6) 2008, the instrument's flagging preferences were set to '3202', which is mid-level for blast, high for variant lymphocyte, off for imm ne 2, and mid-level for imm ne 1. Imm ne 2 and imm ne1 are flags for the presence of immature neutrophils. On (B)(4) 2008, the field service engineer verified the instrument was within specification. Root cause is unknown. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00494.